Event description:
It was reported that the valve was leaking.

Manufacturer narrative:
The valve passed testing for patency and reflux. The valve was within specifications for pressure flow characteristics and preimplantation. There was a small tear on the silicone dome near the radiopaque marker. A review of the manufacturing records was not possible as no lot number was provided. All our products are 100% tested at the time of the manufacture.